Event description:
A 17 year old female with medical history of aortic insufficiency underwent ross procedure using a 25mm pulmonary homograft on 2/5/99. Pt experienced complications 2 hours post-op including dehiscence of homograft. Pt was reoperated and valve repaired. Pt left or with sternum left open (skin closed), on left ventricular assist device and intra-aortic balloon pump implanted and was transferred to intensive care unit. Pt was wait-listed for heart transplant, however, expired on 2/16/99 due to massive fungal septicemia. Site does not know whether death is related to the homograft.